Manufacturer narrative:
Mfg records and quality documents were reviewed. The mfg and quality document review confirmed that all implants released to the field of lot number 083531 (B)(4) conform to the specification valid at the time of manufacture.

Event description:
Surgeon started with the standard size 0 broach and continued broaching up to size 4. The final implant was a size 4 and a small crack was noticed in the calcar bone. The crack was cabled. The surgeon did not hear the crack so he was unable to tell exactly when it occurred but it may have happened during hip reduction. The pt was put on restriction activity after surgery. The crack occurred in the initial surgery. After reviewing the inter- operative x-rays, the surgeon identified another crack in the distal portion of the femur. The pt was brought back to the operating room to remove the original stem and replace it with a longer revision stem. There is no additional medical intervention or revision surgery expected.